Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument became ¿blocked¿. The customer used a backup instrument to continue with the planned procedure. The procedure was completed with no patient injury. The issue did not cause any delay.